Event description:
It was reported that the patient previously weighed (B)(6) and lost 125 pounds, resulting in loose skin. The healthcare provider (hcp) was reportedly ¿not a big fan¿ of the pump. The pump ¿fell through¿ the patient¿s stomach and out of the skin around march or (B)(6) 2013. The patient developed a pressure sore. The hcp repositioned the pump last year in july and it ¿fell¿ again within 2-4 months. The catheter protruded through the skin. On (B)(6) 2014, the hcp removed the pump. The device system was used to deliver fentanyl, hydromorphone, bupivacaine, baclofen and morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11191r41, implanted: (B)(6) 2002, product type catheter; product ID 8709, lot # j11191r41, implanted: (B)(6) 2002, product type catheter. (B)(4).